Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that a tr45w reload was received instead of an ats45. The reload was received fully fired and with the pan dislodged. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).

Event description:
It was reported that during a gastric bypass procedure, the scrub tech tried to get the white reload out of the gun. This required significant force. The scrub tech finally got the reload to pop loose and when he did, the firing and closing triggers opened all the way and pinched his finger - it did not break his glove. The reload was pulled out of the gun, but the metal tray/backing to the reload was halfway detached. Since this was the last firing, another device was not used to complete the procedure. There were no adverse consequences for the patient.